Manufacturer narrative:
Investigation results the complaint that the needle failed to completely retract was confirmed and the cause appeared to be manufacturing related. Four 18g insyte autoguard units from lot #4355980 were provided for investigation. An inspection of the safety mechanism before use revealed that the gel had dispersed around the needle hub on one sample. When the safety mechanism was activated on each device, three needles fully retracted without incident; however, the needle with the dispersed gel did not fully retract and the flash notch ended up catching on the blood control valve. Dispersed gel is known to slow needle retraction and the slower retraction speed likely caused the notch to catch on the blood control valve. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: multiple incidences between (B)(6) 2025, and (B)(6) 2025, where the 18g insyte autoguard catheters failed to retract after use. No patient harm has been reported, but a safety concern for needlesticks. Additional response received on 07-mar-2025 1. The needle failed to retract completely. 2. In some instances, it was delayed and not until removed from the patient, in others it has completely failed to retract.